Manufacturer narrative:
An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.

Event description:
A pt had a tiger spine system screw implanted on (B)(6) 2012 for a l4-l5 surgery. The physician discovered on (B)(6) 2013 that the left l5 pedicle screw appeared to be fractured. No further information was made available at this time. If further information becomes available to corelink, an update will be provided.